Manufacturer narrative:
While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the cardage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fiber optic cable was returned, and the reported issue was not confirmed nor replicated. No related errors were found in system logs. A visual inspection revealed a missing knob. The unit was then installed onto the golden system where the unit functioned as intended and there were connections between the patient side cart and the vision side cart (vsc). The system was then powered cycle 10 times, but the reported issue was not able to be replicated. The unit was found to be fully functional. As of these findings, failure analysis (fa) was able to conclude that no issue was found with the unit. The universal power distributor (upd) board and the system power, manager (spm) are the root cause of the reported complaint. The card cage was returned and not confirmed nor replicated. A visual inspection revealed no issues related to the reported failure. The card cage was installed and tested into a golden system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Emergency power off (epo) functionality test passed. Ran 50 power cycles and all passed. All the gantry motors were moved to the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. As a result of these findings, fa concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. Fse replaced the fiber optic cable, the card cage and the system power, manager (spm), but the fse was still unable to connect the patient side cart to the system indicating an issue with the core (please see patient identifier 1743733). Issue ended up being the upd board and the spm. System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the spm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. During visual inspection fa found no issues related to the report issue. The unit was installed onto the golden system and completed program with no problems. Continued performance was set to 10 power cycles and sat idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. As a result of these findings, fa concluded that no root cause could be attributed to this issue. Isi has received the fiber optic cable and card cage involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in when the site was unable to connect the system. Before calling, the csr had tested two blue cables and performed a hard power cycle, but there was no change. The isi technical support engineer (tse) instructed the caller to swap the cable to another port on the vision side cart (vsc), but the error persisted. The tse then had the customer move the blue cable from the surgeon side console (ssc) to the patient side cart (psc), but the issue remained on the psc. The tse advised the csr to blow out the psc fiber port with canned air, but the psc still would not connect. The customer elected to cancel the case. The csr reported that there was no dust cover on the psc fiber port. The procedure was aborted, with no report of patient involvement.